Event description:
A malfunction was reported with tandem pump, indicated by code malf 16, which could not be reset and was confirmed by technical support as a pump malfunction. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support decided to replace the pump, providing storage mode instructions to the customer, who acknowledged the steps and agreed to return the faulty pump using a pre-paid label within 10 days. The customer planned to use multiple daily injections as backup therapy to ensure continued insulin delivery.